Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 3.5 x 6 mm nc trek was unable to inflate. Reportedly, there was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported inflation issue could not be confirmed as the returned device was able to be inflated to 18 atmospheres. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty and there is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.